Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cannot get to turn up the volume. The customer¿s blood glucose level was 175 mg/dl. Customer stated that the insulin pump was long beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.